Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/16/2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The data log was provided by the patient. The data was reviewed on 08/26/2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test passed, however, functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.